Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s3 console. The incident occurred in rennes, france. This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that roller pump of the sorin s3 console stopped with a "no com" alarm and a bubble alarm during a procedure. The pump was restarted and there were no further issues. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that roller pump of the sorin s3 console stopped with a "no com" alarm and a bubble alarm during a procedure. The pump was restarted and there were no further issues. There was no report of patient injury.

Manufacturer narrative:
Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. The control devices were tested and no anomalies were noted. However, the level/bubble sensor module, level/bubble control module and the bubble sensor were requested for return to livanova (B)(4) for detailed investigation. The parts were replaced and preventive maintenance was completed without issue. The device was returned to service. Investigation at livanova (B)(4) was able to reproduce the reported issue. The issue was traced to a faulty eprom in the level/bubble sensor module. The eprom was replaced and subsequent testing found no further issues. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.